Manufacturer narrative:
Insulin pump was received with pump error 39 alarm during rewinding due to jammed motor gearbox. Unable to verify failed battery test alarm or pump error 35 alarm due to pump error 39. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor current error detected alarm. The customer¿s blood glucose 132 mg/dl. Customer stated that while they were changing her reservoir she received a battery failed alarm and they again change the battery but received the motor current error detected alarm. Customer stated insulin pump was exposed to a high magnetic field. Customer stated they were able to clear the alarm also able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.